Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was unpacked on an unknown date. According to the complainant, when the outer box was opened, one of the device's packaging was already opened. Reportedly, this device was not used in the patient or procedure.